Manufacturer narrative:
This report is filed july 22, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 due to improper electrode placement and/or electrode migration. The patient was reimplanted with a new device during the same surgery.